Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The hip end effectors have cracks at the openings where you choose the angles. The offset reamer has missing screws case type / application: tha 4.1.